Event description:
It was reported an issue with monomend mt suture. The client (veterinarian) reported that a product defect for the monomend mt rm y-942-1 (3-0) suture. Upon opening the suture the needle is not attached. No further information has been received.

Manufacturer narrative:
G4: reported device marketed in the u.s. Only for veterinary use, however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Related 510k number k011375 summary of investigation: there is a previous complaint of this code batch, for the same issue (closed as confirmed). Two more complaints for this issue received at the same time from different end customers. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received 7 closed samples and one open but unused sample with the needle detached to the tread (thread is still wound on the pack but needle and aluminum pack are missing). To evaluate the conformity of the closed units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength result conducted on the closed sample received are 1.28 kgf in average and 0.48 kgf in minimum and fulfill the european pharmacopoeia (ep) requirements: 0.69 kgf in average and 0.35 kgf in minimum. However, considering that there is an open sample detached still wound on the pack, and that there are a previous complaints for this code-batch for the same issue (closed as confirmed), we will consider this complaint confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Furthermore, needle attachment strength results conducted on samples before releasing the product were 1.41 kgf in average and 1.04 kgf in minimum and fulfilled ep requirements: 0.69 kgf in average and 0.35 kgf in minimum. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open and unused sample received shows that the needle escaped from the thread. Final conclusion: considering that we have received a defective and unused suture and that there are previous confirmed complaints of this code batch, we conclude that the complaint is confirmed by evidence of the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.